Manufacturer narrative:
A ge service rep performed an onsite investigation and the issue with the left screen was verified. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system's left live monitor would not power on. No pt injury was reported.